Manufacturer narrative:
The pod was received with the needle mechanism deployed and needle retracted. Pod download data showed that it completed first and second priming. After investigating needle mechanism, no issues were found that would result in the needle failing to deploy. It could not be determined when the needle got deployed. The cause of the reported failure of needle to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl. The needle mechanism did not fully deploy as intended during activation. The pod was not worn.